Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, an attempt was made to advance the needle, it fell off the end of the catheter and into the patient. The needle was retrieved with biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. A functional evaluation found that the needle would not extend out of the catheter and it felt as if the needle extension was obstructed at the distal tip. Examination of the distal tip, found that the needle lumen appeared to be melted which hindered the needle from extending out of the tip. The distal tip extrusion was cut open to evaluate the needle extension. When the handle was activated, it was found that the needle could be advanced (also retracted) and the exposed needle length met specification. Though, the length of the exposed needle met specification, the condition of the needle tip indicates the distal section of the needle had detached/ broken off. The detached section was not returned. The condition of the returned incident device was consistent with the complaint that the needle fell off. During manufacturing, tome devices are 100% so the broken needle is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - intervention required to remove detached needle. (B)(4) - the reported event of the needle detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a needle knife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, an attempt was made to advance the needle, it fell off the end of the catheter and into the patient. The needle was retrieved with biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.